Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75x14mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 16 x 2.75mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and noted the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: p select ous mr 16 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent ouer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75x14mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 16 x 2.75mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and noted the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.